Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records. Sections b3, b4, g3, g6 and h2 have been updated. Addition to section b5.

Event description:
According to the provided medical records, the clinical indication for the echocardiography and angiography was documented as ''endocarditis''. Tomography from (B)(6) 2025 revealed the aortic root segmentation showing the bioprosthetic tavr valve with thickening of the leaflets at the line of coaptation, marked focal thickening at the level of the non-coronary cusp. In the setting of bacteremia, this information was suggestive of vegetation on the non-coronary cusp and recommended correlation with echocardiography findings. The motion of the leaflets was preserved. No obvious paravalvular leak (pvl) or calcification were noted on the prosthetic leaflets. There was no evidence of aortic root abscess. The aortic root and the ascending aorta were mildly dilated. No evidence of obvious vegetations in the tricuspid, mitral or pulmonic valves. Three days later, echocardiography revealed a normal aortic valve mean gradient of 8mmhg, normal aortic valve peak velocity at 1.9m/s and normal aortic valve area of 2.6cm^2. Mild pvl from the 2 o'clock position was noted and there appears to be a second jet that is trace. The records indicated it was difficult to visualize whether it was pvl or transvalvular regurgitation per echocardiography.

Manufacturer narrative:
A supplemental MDR is being submitted to retract the previously reported event. Sections b4, g3, g6, h2, h6: health effect - clinical code and h11 have been updated. Per medical records during edwards complaint investigation: approximately 1 year and 3 months post transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 27mm surgical valve was implanted in the aortic position. The infectious disease consult revealed enterococcal sepsis and presumptive tavr endocarditis. It was noted that the patient has a history of persistent enterococcus faecalis bacteremia and was positive for e. Faecalis prior to tavr implant. The patient was on long term antibiotics. Given the new information, the previously reported valve explant has been disassociated from the edwards sapien 3 valve, and the event is no longer FDA reportable.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 1 year and 3 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 27mm surgical valve was implanted in the aortic position. No additional information is available.